Event description:
It was reported that, two screws sheared off during final torquing. This required an additional plate on the medial side.

Manufacturer narrative:
Additional info has been requested and if rec'd will be issued on a supplemental report.